Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was admitted to the hospital due to syncope, a fluoroscopy was performed and confirmed that the lead was dislodged. During revision the pulse generator setscrew could not secure the lead, no click sound could be heard. A new device was used and the lead was connected properly. The patient recovered well and was discharged.